Event description:
It was reported that black shards were coming out of the handpiece where the blade is loaded prior to the start of a surgical procedure. There was no pt involvement or any user injury reported. The originally planned procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial quality investigation details, the reported condition of black shards coming out of the handpiece during usage could not be duplicated. There was no liquid or substance of any kind found. A f/u report will be submitted if the final results of the quality investigation require one.